Event description:
It was reported that during the safety check the renasys touch device showed a leak and low pressure. No patient was involved.

Manufacturer narrative:
The device, intended for use in treatment, has been returned for evaluation. A visual inspection found no defects. The functional test found no fault, the device performed within expected parameters. As such, we are unable to establish a relationship between the device and the reported event. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported event have been reviewed, revealing further instances. Leaks can occur within the renasys accessory set up, they can occur due to insufficient seal on the dressing. The instruction for use offers detailed guidance on its use, the user is advised to refer to this at all times. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.